Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion

Manufacturer narrative:
(B)(4).

Event description:
Data was provided. Review of the data log confirmed the report of an early sensor expiration. A root cause could not be determined.